Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump's date did not move from (B)(6) 2016. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: review of the black box and pump history did not reveal any data from the time of the reported issue due to continued patient use. A timekeeping accuracy test was performed; the pump was keeping time accurately. Investigation did not duplicate the complaint. Unrelated to the original complaint, the cartridge compartment was cracked inside and there was visible moisture in the display. Leak testing revealed leakage at the cartridge compartment crack.